Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that a discordant, falsely elevated tni result was obtained on patient sample on the dimension exl with lm instrument. Siemens investigated the instrument error logs to determine the cause of the event and observed multiple "bad cuvettes repeatedly formed" errors. Siemens determined that these errors would not impact the tni test and that the sample integrity potentially contributed to the discordant, falsely elevated tni result. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The same sample and a new sample from the patient were rerun on the same instrument, resulting with "below assay range". The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The same sample and a new sample from the patient were rerun on the same instrument, resulting lower and flagged with "below assay range". The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(6) 2018. Corrected information (05-july-2018): the initial MDR indicated that the repeat result and new sample result were reported as "below assay range". The customer clarified that the repeat result of <17 pg/ml was reported to the physician(s), not "below assay range". Sections b5 and b6 were updated to correct this information.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00313 on 30-apr-2018. Additional information (30-may-2018): siemens did not receive additional instrument data files to further investigate the cause of the discordant, falsely elevated cardiac troponin I (tni) result. There was no indication of a reagent or instrument issue from the data provided by the customer. The initial sample was initially run from a small sample container (ssc) sample cup and was also run for other tests, including sodium, potassium, chloride and carbon dioxide. Process errors were triggered for the other tests, indicating a potential issue with the sample volume or sample integrity. The sample was potentially under-filled in the ssc sample cup or there was potentially fibrin or microclots in the sample. The sample was rerun using a different sample cup, resulting lower. The instrument is performing according to specifications. No further evaluation of this device is required.